Event description:
In 2013 I was implanted with the essure coils by dr (B)(6) my ob/gyn. Shortly thereafter I started to get pains in my jaw to the point where nothing worked and I need to have surgery bilateral. Then I started getting pains in my abdomen, and uterus. I had many tests done and many mis-diagnosis. Went to the ER and had ultrasound done and learned that my coils had migrated and were no longer in my fallopian tubes where they should be. Followed up with my ob/gyn who told me they were fine and still functioning and my pain was not coming from the coils. Then I started getting back pain. Intense painful sharp and sometimes a dull ache. Went to a back pain specialist. I had nerve burned, and injections done and so many other procedures with no relief. Then my back dr said I should have the coils checked again and I got an x-ray done showing that one had migrate to my cervix and the other was embedded in my uterus wall and this was causing me horrible daily chronic pain throughout my entire abdomen. I did my research and found out that the only way to safely and 100% remove the coils was to have a full hysterectomy. When I woke up I was still in some pain in my upper right quadrant and ended up losing my gallbladder as well a week later. Since the surgery I have had no abdominal pain and my back pain has reduced by 75% however, I now have spinal stenosis, degenerative disc disease and rheumatoid arthritis and mixed connective tissue disease. I found out I was allergic to nickel which is what the coils were made of and it has taken some time to remove the toxins from my body. I feel I will never be the same again since having the essure coils implanted in my body. I feel that they malfunctioned and I was not informed that they could not be reversed. Essure has now ruined my life and I will have to learn to live with ra as it's a non curable, painful disease, for the rest of my now shortened life. And because of the side effects of the essure coils I am allergic to gluten, dairy nightshades, dust, pollen, perfumes and scented hand creams and lotions. My quality of life has greatly decreased and I feel as though I'm 80 y/o when I'm only (B)(6) years young. I take 12 pills daily in order to function in my daily routine. I've had to change my diet and exercise because of the side effects of the coils. The essure permanent sterilization product should never have been approved by the FDA. "And they should not be protected by the active a as well." I have lost two organs and seven years of my life this far because of essure. And so has thousand and thousands of other women. And I will forever have to suffer for the rest of my life because of it. If I had known the risk and side effect prior to surgery I would never have had the surgery done and implantation of the coils my dr assured me was safe and it was approved by the FDA. FDA safety report ID# (B)(4).